Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced recurrent hyperglycemia on (B)(6) 2026 caused by a bent cannula. Due to bent cannula the patient's body experienced tortuosity and developed nausea when blood glucose level rose to 250-400 mg/dl and was administered with insulin boluses but the blood glucose level hasn't been reduced and patient switched to pen injection which helped to control the blood glucose level. The patient tested positive for ketone bodies. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.